Event description:
Information received from a manufacturer representative regarding a patient receiving morphine at 7mg/day via an implanted pump. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient's physician's assistant had previously silenced an elective replacement indicator (eri) alarm at a refill and explained to the patient the need for a pump replacement soon. On (B)(6) 2014 a critical alarm occurred. The alarm was due to pump end of service (eos). The patient began experiencing symptoms on (B)(6) 2017. Symptoms included runny nose, nausea, diarrhea and vomiting. The change in therapy was considered sudden. The patient was on their way to the hospital via ambulance on (B)(6) 2017, and was going to be started on IV medication (for comfort). The patient had a cardiac history so the neurosurgeon wanted to make sure the patient could go into surgery.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, product type programmer, physician. (B)(4) no longer apply to the pump. Instead (B)(4) applies to the pump. Patient codes (B)(4) apply to the programmer. Device codes (B)(4) no longer apply to the pump. Instead (B)(4) applies to the pump. Device codes (B)(4) apply to the programmer. Eval code- conclusion code applies to both the pump and the programmer.

Event description:
Additional information received from consumer on (B)(6) 2017 reported that back in (B)(6) 2017 the patient was having withdrawal symptoms and the pump was being replaced due to longevity. The pump was replaced on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) on 2017-jan-20 reported there was no prompt for end of service during (B)(6) 2016 pump refill as far as hcp can recall. It was noted manufacturer representative performed troubleshooting techniques on (B)(6) 2017 and results showed end of service (eos) occurred on (B)(6) 2017. Pump was scheduled for replacement on (B)(6) 2017. No information or serial number as of now ((B)(6) 2017). It was noted patient was immediately transferred to hospital for in-patient admission for pain control and cardiac consult for pre-surgery clearance. The cause of pump not being replaced prior to eos was unknown. Patient did do "alarm" prior to (B)(6) 2016 visit, however once pump was refilled the alarm ceased-according to the patient. Patient was under care of pain management at hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2017-feb-01 from a manufacture representative (rep) reported healthcare professional office called stating that patient thinks pump is "dead." Patient had increased pain, runny nose, diarrhea, and nausea. The hcp who dose the patient's refills ignored the patient's elective replacement indicator (eri)/end of service (eos) messages. The pump was not replaced prior to eos because the hcp and patient did not follow up on eos date. It was stated that the rep was not present at the pump replacement, but the pump was replaced on (B)(6) 2017. The cause of the eos was that the pump exceeded its life and was not properly scheduled for a replacement. It was noted that the symptoms have been resolved as the pump was replaced on (B)(6) 2017.